Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller stated that for probably the last 2-3 weeks, they have been having trouble connecting to their implant to charge the implant. Caller added that they went into the troubleshooting guide and it appears that the 'battery might be bad' because they are seeing no device found [16]. Pt confirmed the controller charges to 100% without issue and pt stated the implant was at 70%. Agent walked caller through resetting the controller and inspecting for damage. Pt saw no damage to the controller port or the recharger but where the cord goes into the paddle gets really hot (no pt harm reported). Pt also added that they used to hear the clicking on the recharger but now, it takes longer to make a good connection and they have to "fuss" with the recharger. During the call, pt noted that they charge the implant 2 times a week so that the implant does not go to 0% because it takes longer to charge back up when at 0%. (No charge frequency or duration allegations made). The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. The recharger antenna was also frayed: the cable insulation was peeling away at the donut end and wires were exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.